Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp secondary medication set leaked. The secondary set was being used for an infusion of an antibiotic. Once that antibiotic began infusion, the secondary set disconnected from the primary set and the antibiotic leaked on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.